Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device ruptured during patient use. The device was infusing an unknown patient with 2 grams of meronem in 250 milliliters of nacl through a huber needle located at chest level when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. The root cause investigation is currently being performed under CAPA (B)(4). A follow-up report will be submitted if additional information becomes available.